Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2003, product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported lead dislodgement. Consequences of the event were noted as lead repositioning. Cause of lead displacement was noted as spontaneous. No symptoms were reported. There were no further complications reported and/or anticipated.